Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0cvem, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. Everything has been working well with the interstim until recently the patient had had two incidents of bowel incontinence. The second occurrence of incontinence she had diarrhea which came on quickly and she was not able to control. The patient felt stimulation. The patient can feel the stim sensation, not during the day but in the evening when she is resting, she can feel it. It feels like a constant tapping, which the patient stated is normal for her and is comfortable and consistent. The patient also reports she increased it recently after having the first bought of incontinence. Regarding are trauma/falls reported that could be related to this issue, it was noted: fall. The patient had a small fall getting off of a bus and fell on her butt (not the ins - implantable neurostimulator ) which created a bruise about the size of an apricot. This was considered a sudden change in therapy/symptoms. First incident of fecal incontinence - event date: (B)(6) 2015. Second incident of fecal incontinence/diarrhea - event date: (B)(6) 2015. Indications for use noted as: gastrointestinal/pelvic floor and fecal incontinence. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.